Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified insulin pump error. Customer's blood glucose level was 240 mg/dl. Customer stated they restarted the insulin pump and now active insulin updating. Customer was advised to contact with health care professional. The insulin pump will not be returned for analysis.